Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to a loose shell. The titanium revision shell, alumina liner, and alumina head were revised. Rep confirmed there are no allegations against the revised liner and head. Regarding a revision shell being in situ, rep reported given the facts that the implantation took place at an unknown date in an unknown facility, the patient's age, and the patient's existing bone quality issues, the implantation was likely a primary surgery using a revision shell for its larger size to address the patient's bone quality issues. Rep provided explant pictures and confirmed that no further information will be released by the hospital or surgeon.